Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the remote manager had no issue. The field service engineer checked cables and connections, greased micro switch to resolve. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation es system remote manager failed. The customer added that this malfunction occurred during user issuing medication to patient. However, there were no adverse events or injuries reported based on this event.